Event description:
It was reported that the superior vena cava (svc) and right ventricular (rv) coils on the patient's right ventricular (rv) lead were potentially unraveling. No intervention was completed because the physician chose to continue to monitor the patient. The lead is still in use. No patient complications have been reported as a result of this event.